Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated nonconforming material records or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of failure to deploy needles reported for this lot. Reportedly, the physician was not trained in the use of the prostar xl device. The instructions for use, states: the device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the moderately calcified common femoral artery was attempted using a prostar xl device after a transcatheter aortic valve implantation procedure. Reportedly, during use of the prostar xl device, the needles did not properly exit from the device to engage the artery wall. Hemostasis was achieved with a second prostar xl device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly not trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - operator not trained. This device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. It was reported the device was used in a moderately calcified artery. The safety and effectiveness of the prostar xl pvs system have not been established in the following patient populations: patients with femoral artery calcium, which is fluoroscopically visible at access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, additional information received indicated that during device removal, the sutures appeared tangled. The suture did not come out with the device. No additional information was provided.